Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image of video system center was not displaying on touch panel side screen or 4k monitor when capturing. There were no reports of patient involvement]

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, however technical assistance center (tac) provided remote troubleshooting, and the reported failure was confirmed. The customer contacted olympus technical assistance support (tac) via phone. Technical assistance center (tac) provided remote troubleshooting remote cable was terminated from the df terminal on the rear of the video system center to the ncare. Verified df device was turned on and release 1 to digital file was turned on in system/user settings on processor. Contact advised she re-terminated cables correctly. Images are now being released to ncare from scope switch release. Issue resolved. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.